Event description:
The customer reported that when attempting to move the pt support horizontally, the pt support would move in the "up" direction. The field service engineer (fse) confirmed that the right side gantry control panel "up" button had become stuck engaged and that there was no harm to a pt, operator, or bystander associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).